Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate therapy and unintended stimulation in their upper abdomen. Intermittent disconnected electrodes, high impedances on some electrodes, and a lead migration were confirmed. A lead revision was performed to restore therapy.

Manufacturer narrative:
The lead and active anchor were returned for analysis. The lead passed all functional testing. Some damage to the active anchor siliconewas noted. The active anchor passed functional testing. The impedance logs were reviewed and confirmed the reported disconnections and large variations in impedances. As the lead passed all functional testing, the reported intermittent electrode high impedances and disconnections may be attributed to the lead migration as electrodes measure different impedances in different anatomical regions. The evoke scs system surgical guide lists lead migration from the location chosen at initial implantation, resulting in stimulation changes and requiring surgery (including revision, explant, and replacement) as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system.